Event description:
Additional information was received. It was stated most of the problems reported had nothing to do with the pumps, but rather with nature, clinical courses, and surgery itself. The explanted products were no longer available for evaluation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial #: unknown, product type: pump. Product ID: 8637-20, serial #: unknown, product type: pump. Product ID: 8637-20, serial #: unknown, product type: pump. Product ID: neu_unknown_cath, lot #: unknown, product type: catheter. Product ID: neu_ascenda_cath, lot #: unknown, product type: catheter. Product ID: 8709, lot #: unknown, product type: catheter. Product ID: neu_unknown_cath, lot #: unknown, product type: catheter. Product ID: neu_unknown_cath, lot #: unknown, product type: catheter. Product ID: 8637-20, serial #: unknown, product type: pump. Product ID: 8637-20, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: neu_ascenda_cath, serial/lot #: unknown. Product ID: 8709, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Date of event: please note that this date is based off of the date of publication of the article, as the event dates were not provided in the published literature. Hagemann c, schmitt I, lischetzki g, kunkel p. Intrathecal baclofen therapy for treatment of spasticity in infants and small children under 6 years of age. Childs nerv syst. 2019. 10.1007/s00381-019-04341-7. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: the aim of this study is to prove the efficacy and safety of intrathecal baclofen therapy in infants and children below 6 years of age by retrospective analysis of our pediatric cohort of 135 primary pump implantations. Reported events: event 1: it was reported a patient diagnosed with hypoxia drowning who was 64 months old at implant experienced overdose after the first refill; the pump was refilled with 2000 mcg/ml baclofen solution instead of 500 mcg/ml. This resulted in an emergency refill with lower baclofen concentration and removal of higher concentration baclofen out of the catheter system, followed by a bolus in the appropriate concentration. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs). Event 2: it was reported a patient diagnosed with hypoxia aspiration who was 17 months old at implant experienced a pump infection after subcutaneous implantation resulting in explantation/revision within the first month. This was considered a surgical complication. This was reported to have occurred in 2007. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs). Event 3: it was reported a patient experienced an overdose during titration phase in the first week after implantation. This was treated medically, by a prompt dose reduction through programming. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs). Event 4: it was reported a patient diagnosed with battered child syndrome who was 25 months old at implant experienced a catheter dislocation resulting in revision within the first month after implantation. This was considered a surgical complication. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs). Event 5: it was reported a patient diagnosed with perinatal asphyxia who was 55 months old at implant experienced a catheter dislocation resulting in revision. This was considered a surgical complication. Significant sliding of several spinal segments was recorded after spine surgery with the correction of deformity by dorsal fusion and due to surgical failure shortly after implantation. It was reported the catheter tip was at t2, then at t4 when during follow-up, however, it was also stated an x-ray on the 3rd day post-surgery showed significant sliding to t5, although the catheter tip was located at t1 during implantation. A few days later, the patient developed baclofen withdrawal, and the catheter tip was no longer visible on the x-ray. The entire catheter lay rolled up behind the pump at revision. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs). Event 6: it was reported a patient diagnosed with perinatal asphyxia who was 55 months old at implant experienced a catheter transection due to opisthotonus resulting in revision. This was considered a surgical complication. It was reported this occurred in the dystonic patient in the severe opisthotonic state while still in the early titration phase, and the catheter was cut in between vertebral arches. It was also stated the catheter transection was due to dystonia. It was stated the patient experienced baclofen withdrawal on day 6 of the titration phase after dystonic opisthotonus, which led to transection of the catheter. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs). Event 7: it was reported catheter events leading to revision surgery were still occurring. Additional information was not provided. Event 8: it was reported in most, but not all, patients who underwent x-ray for various reasons, a slide of the catheter tip over the years was seen. It was stated sliding due to growth or utilization of expandable devices for scoliosis treatment like vertical expandable prosthetic titanium ribs (veptr) or magnetically controlled growing rods (mcgr) mostly involved only a few spinal segments over years. One instance involved catheter slide due to spine surgery and elongation of magnetically elongated growing rods in neuromuscular scoliosis. The patient's medical history included bilateral spastic cerebral palsy, and the patient was level 5 according to the gross motor function classification scale (gmfcs).